Manufacturer narrative:
Concomitant medical products: 6945-65 ,lead, implanted: (B)(6) 2001. 5554-53, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) due to 60 hertz (hz) cycle noise oversensing seen on both atrial and ventricular channels. The 60 hz noise was seen as high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The device remains in use. No patient complications have been reported as a result of this event.